Event description:
Device has been explanted/replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, g2, h6

Event description:
Patient reported "deflation". This record is for the right side. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported right side deflation (confirmed by physician). The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ deflation: observed an opening assessed as fold flaw opening. Observed delamination of diaphragm valve assessed as adhesive failure. As per the investigation procedure creases and wear abrasion were observed. None of the observations are found to be potentially related to the manufacturing process, no further actions are required.